Event description:
It was reported that the patient received inappropriate shocks. The lead integrity alert triggerd for oversensing and high impedance and a possible fracture. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered: programmer data shows a lead integrity alert on (B)(4) 2011 17:31:37. Impedance - high resistance/impedance: one - patient alert for rv.pace lead z=2400 ohms on (B)(4) 2011 03:00:02. Daily pace lead impedance log data shows an abrupt increase for v.pace = 872 to 2608 ohms peak between (B)(4) 2011 and (B)(4) 2011. Sensing - oversensing: 39 - ventricular nst<=210 ms on (B)(4) 2011 in the timeframe between 20:25:33 and 22:05:48. Three - vf<=210 ms average v-cycle on (B)(4) 2011 in the timeframe between 20:44:22 and 21:39:17. Sensing - interference/noise: ventricular short interval count v-sic=5794.8 counts avg/day, in 4.13 days, between (B)(4) 2011 20:24:09 and (B)(4) 2011 22:33:58.